Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received button error, motor error and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the screen fades out when out in the sunlight and cannot see screen, rewind slower, insulin had squirted during priming. It was reported that they had button and motor errors. The insulin pump will not be returned for analysis.